Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and stated that the patient was stable. No other clinical and lab findings.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient received internal fixation of fracture of left radial head. The postoperative c-arm fluoroscopy showed that the kirschner wire was fixed in place without breakage. The patient came to the hospital for reexamination on (B)(6) 2024. The film showed that the kirschner wire was broken, and then kirschner wire removal was performed. The surgery was successfully completed, without residual internal fixation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: b3, b5, d6a. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and stated as follows: after investigation, the patient underwent resection and internal fixation of a left radial head fracture in the hospital on (B)(6) 2024. The product of 292.160.01 was implanted during the operation, and the operation went smoothly. Postoperative c-arm fluoroscopy showed: that the device was fixed in place, stable, and without fracture. The postoperative rehabilitation treatment of the patient showed no abnormalities. On (B)(6) 2024, the patient was found to have a broken kirschner wire during a follow-up examination. The patient had a previous fall (with a specific occurrence time unknown). The doctor then performed emergency kirschner wire removal. The operation went smoothly, without residual internal fixation. No other patient harm was reported as a result of this event and no subsequent adverse events were reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 292.160.01 lot: 32p7474 manufacturing site: balsthal release to warehouse: 16-dec-2019 a DHR evaluation was performed for the finished device article # 292.160.01 lot # 32p7474, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.